Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the pivot link is broken. He states he isn't the original owner.